Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the device was received submerged in a formaldehyde solution. It was observed that the cuffs were coated pink, after neutralizing and disposing of the solution. The catheter was severed at the distal end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the severed tip of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient noticed that the dressing of his peritoneal dialysis catheter was wet. He immediately drove to the hospital where a hole in the catheter tube was diagnosed shortly after the exit site. Prophylactic antibiotics were given to prevent peritonitis. Laparotomic procedure was done to replace the peritoneal catheter. It was stated that catheter was fixed with fixomull and the patient was not responsible for the catheter maintenance as his practice cleans the exit site three times a week with aqueous wound and mucous membrane antiseptic and was fixed with a gut belt. A customer reported there was no wound when the patient arrived at the hospital with the leaked catheter. There was only an exit site, which was covered with sterile compresses when not used. These compresses have been always dry and no ointment was used. The patient recovered after surgical intervention and was discharged from the hospital.